Manufacturer narrative:
(B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where 10 infusion sets fell off during use. The infusion set was in use for 24 hours.patient replaced infusion set and resumed insulin successfully. No further information was available.